Event description:
During a surgery, the trocar broke inside the iliac bone. The extremity of the trocar is still inside the patient's bone.

Manufacturer narrative:
No sample has been received at this time; therefore, we are unable to determine the cause for the issue reported. However, if the insertion angle of the dj device at the time of performing the biopsy procedure, in combination with the use of strokes different than those indicated in the instructions for use (dfu) for removing the device from the biopsy site, could result in cannula damage breakage/bending.